Event description:
A (B)(6) male patient called zoll customer support to report that his battery wasn't holding a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not holding a charge) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the battery failure was isolated to a corroded battery pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corroded pca board. The patient received a replacement battery pack.